Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (highest of 417 mg/dl). To address the bg level, the customer delivered a correction bolus via the insulin pump. Reportedly, the contact suspected that the customer's profile settings had been entered incorrectly; however, tandem technical support and the contact confirmed that all settings had been entered correctly based on the health care provider's advised rates. Tandem technical support was unable to perform troubleshooting as the customer had been using manual injections all day due to swimming and playing in water. The contact confirmed that the customer will resume pump therapy after ending the call with tandem technical support. Recommendation was made to consult with hcp regarding diabetes management.